Event description:
It was reported that the patient presented in clinic. X-ray confirmed cardiac perforation on the right ventricular (rv) lead. The physician elected to explant and replaced the rv lead. The patient was in stable condition.

Manufacturer narrative:
Correction: to missing d6b explant date.